Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, the catheter would not cross the lesion. The target lesion was located in an unknown artery. At an unspecified time during the procedure, a 2.00mm x 15mm emerge balloon catheter used was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was good. However, device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was received for analysis. Returned product consisted of an emerge balloon catheter with the carrier tube (hoop). There was blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole in the balloon wall material located over the proximal markerband. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).